Event description:
The stryker light cord was connected and placed on the patient. The light cord turned on automatically. A small superficial white yellowish burn approximately 1/2 cm in diameter was noted on the lower left quadrant on the patient. The light source was turned off. As the robot was being docked, the light source was turned off and disconnected from the camera. The surgeon noted the light source had automatically turned back on without activation from the staff or the surgeon. The light source was then disconnected from light source box.======================manufacturer response for light source, light source model (per site reporter).======================no response as of today.